Event description:
During procedure, 1" of a 2.5 drillbit broke in the bone. Fragment was unable to be removed. Clinical decision was made that the risks of removing the fragment outweighed the benefits of removing.